Event description:
Report 2 of 2 of an overdelivery. In the pre-operative area the transducer line had been primed and the heparized saline container was pressurized at 300mmhg. The transducer line was connected to an unspecified arterial access site for monitoring during surgery. At an unspecified time later, it was reported that "a large amount of heparnized saline was missing from the container. The transducer line was replaced with a line containing a microdrip drip chamber. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.